Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "revision reasons and prosthesis selection of crowe IV developmental dysplasia of hip after total hip arthroplasty¿ written by shen junmin, zhou yonggang, sun jingyang, ma haiyang, du yinqiao, gao zhisen, peng yawen, and chen jiyong published in chines journal of reparative and reconstructive surgery in may 2020 was reviewed. The purpose of the present study was to conduct a retrospective analysis of the clinical data of 14 crow type IV ddh patients (15 hips) who underwent revision surgery and examine the reasons for revision and selection of prosthesis for revision. Manufacturer of primary implants is unknown, but srom stems were implanted in 13/15 patients at revision. The cup manufacturer is unknown. There were three patients that underwent repeat revisions (2 of which involved the srom implants), but the article doesn¿t indicate which implants were revised. Due to the high percentage of srom implants, this review will assume the adverse events involved the srom implants. There are patient identifiers for the 13 patients that were implanted with srom, but its unknown which were involved within the 2 adverse events below. Each adverse event will be reported as an individual patient. Adverse events: 1 patient fell down 5 months after surgery and developed a distal femoral fracture. Orif completed. 1 patient experienced 4 recurrent dislocations within 8 years after surgery, all of which were successfully reduced by surgery. The patient later fell down and had a greater trochanter fracture. During revision an inflammatory pseudotumor was seen and orif was completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.